Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report on behalf of the patient cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient's father reported patient may have taken acetaminophen, but this could not be confirmed. At the time of the call to dexcom technical support, the patient's father did not report any medical intervention or injuries.